Manufacturer narrative:
Additional information one (1) investigation was completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: one (1) investigation was completed during the period. A review of the records related to the device that included labeling, trending, risk documentation and device history record (DHR) showed that the system and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: ten (10) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: five (5) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) showed that its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lot numbers of the devices and quantity: 22255679, 22255658 (x2), 19327329, 22499919, 22844417, 22499912, 21764482, 21141254, 22255662, unknown (x2), 22255650 (x2), 21764474 (x5), 22255683, 22595447 (x2), 21776757, 22062544 (x2), 21776753, 22062545, 22255675, 22062547, 21365057, 22595433, 22255660 (x2), 21764475 (x3), 21611343, 19591313 (x2), 21611345, 21764472, 21764470, 22595455. Seven (7) investigations were completed during the period. A review of the records related to the device that included labeling, manuals, trending, risk documentation and device history record (DHR) was performed and showed that the devices and its components met all specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes 43 malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.